Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to resolve elevated bg. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.